Event description:
It was reported that this patient was presented to the emergency room twice within a week due to fifteen inappropriate shocks for a sinus rhythm. The patient was admitted to the hospital. The device was programmed to three zones and the health care professional (hcp) suggested to program a higher rate cut off and extend the initial duration and possibly disable therapy in the vt-1 zone, while the physician wanted to treat slow vt's in this zone. The device was reprogrammed to nominal onset/stability with change in the nominal values and srd off. The patient again received three inappropriate shocks due to sinus tachycardia. A request for programming recommendations was requested from technical services (ts). No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem field, outcomes attributed to the adverse event field, and the type of reportable event.

Event description:
It was reported that this patient was presented to the emergency room twice within a week due to fifteen inappropriate shocks for a sinus rhythm. The patient was admitted to the hospital. The device was programmed to three zones and the health care professional (hcp) suggested to program a higher rate cut off and extend the initial duration and possibly disable therapy in the vt-1 zone, while the physician wanted to treat slow vt's in this zone. The device was reprogrammed to nominal onset/stability with change in the nominal values and srd off. The patient again received three inappropriate shocks due to sinus tachycardia. A request for programming recommendations was requested from technical services (ts). No adverse patient effects were reported. The device remains implanted.